Event description:
The reporter stated the surgeon inserted an eyeonics lens and the lens was torn and the capsule was damaged. The lens was removed with no pt injury and a vitrectomy was performed. Another same type lens was implanted. The reporter stated it was the surgeon's opinion, that the likely cause of the iol damage was due to the cartridge.

Manufacturer narrative:
Method: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and five similar complaints were found. An injector lot number search was performed and three similar complaints were found. Conclusions: based on the complaint history and the cartridge and injector lot number searches, a possible root cause of the iol damage was due to the cartridge.